Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 3300tfx 21mm aortic valve underwent valve-in-valve procedure after an implant duration of 5 years, 6 months due to regurgitation, stenosis, and prosthesis-patient mismatch. Patient's presenting symptoms included heart failure and shortness of breath. A 9750tfx 23mm transcatheter valve was implanted. Patient was stable and in recovery post procedure.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.